Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The crack was seen on the battery compartment. The insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, excessive no delivery tests due to compromised force sensor system alarm. Pump passed self-test, unexpected restart, displacement test and all measurement currents were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.